Manufacturer narrative:
Tracking number: (B)(4). Information anticipated, but unavailable at this time. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that prior to a procedure the sterile packaging was damaged, compromising sterility. Another device was pulled for the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the harh45 device was returned outside its package. In addition, only the tyvek with a piece of the blister still attached to the tyvek was received. Upon visual inspection, it was observed that the tyvek have a piece of the blister still attached to it. Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. A lot record was review and no anomalies were noted during the packaging process.